Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that during a cataract surgery there was a leak found in the blue-white tubes connected to the console. The products were replaced and the procedure was completed. It is unk if there was any pt harm associated with the reported event. Add'l info has been requested for this case.